Event description:
A long-term care facility tested a patient, using the facility's blood glucose device, with a result of 40 mg/dl. Based on this result, patient was reportedly given 1/2 of a banana and orange juice. Reporter was subsequently summoned for assistance. Reporter indicated that he arrived at the facility and tested the patient, using the suspect device, with a result of 276 mg/dl. Because patient was still exhibiting hypoglycemic symptoms, reporter retested patient, using the facility's device, and obtained a result of 70 mg/dl. Reporter indicated that, based on the value obtained on the facility's device, patient was started on an intravenous dextrose solution, ans was transported to the hospital for additional treatment. Reporter was unable to provide any additional details of treatment patient may have received at the hospital. Quality control testig had reportedly been performed on the system and the results fell within the acceptable range.